Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nissen surgical procedure, the large hem-o-lok clip applier had a grip failure. The procedure was completed with no reported injury nor delay.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have grip input disk #6 completely detached. The input disk #6 was not returned back with the instrument. Other backend components adjacent to the broken inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.